Manufacturer narrative:
Additional information: section a-3b patient gender: male was the answer provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 incision enlargement, sutures, and vitrectomy. Section h-6 health effect - clinical FDA code: 4581 - eye anatomy issue and incision enlargement. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The pre-loaded dcb00 model intraocular lens (iol) was fully inserted in the patient's eye. The suspect iol was removed during the same procedure due to weak bag and replaced with a non-johnson & johnson 3-piece iol, that was implanted in the patient¿s ocular sinister (left eye). Incision enlargement sutures, and vitrectomy were required during the procedure. Patient status post-procedure was reported as fine. The suspect iol is not available for return as it was discarded. No further information is available.